Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) procedure which was completed by using another system. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, the fse found that there were no images on the flexvision pc, confirming the failure that prevented the system from being turned on. The defective flexvision pc was returned to philips for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and hard disk (because they were jammed) by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.